Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. The right ventricular lead had high impedance and high sensing integrity counter. It was noted there was no capture on the right ventricular lead at the maximum output, and there was a possible lead fracture. The pace/sense portion of the lead was capped and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.